Event description:
Customer reported that a patient with anti-jkb did not react with 0.8% selectogen lot 8s634, customer also tested other lots, 8s639 and s868 (converted to 0.8%) in mts gel and no reactivity was observed. Reactivity of 2+ was observed in peg/tube with selectogen lot s868. No death or serious injury was associated with this incident.